Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, the handle was stiff that the stapling was unable to be performed. Replaced with another cartridge and there was no problem. There was no patient injury.